Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated an error code for 'linked to robotic arm motor state error', an error code for 'linked to motor state - brake state agreement' and an error code for 'linked to arm non-recoverable error - robotic arm brake state error' were observed. The problems were detected in the sensors that detect the instrument drive unit (idu) and imply communication issues between the idu and the z-slide. The idu was reseated to resolve the issue. Evaluation of the logs indicated that the arm cart assembly experienced a non-recoverable error due to the idu motor a2 encoder hall sensor experiencing failures. This triggered an error code for 'linked to idu hall position marked as invalid'. The error code is a subsystem non-recoverable inoperable error. The arm cart was able to recover from the error after a restart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the start of a robotic laparoscopic endometriosis procedure, the arm cart assembly stopped moving when they were about to start. The team rebooted the arm and continued the surgery. There was no patient injury.

Event description:
It was reported that prior to the start of a robotic laparoscopic endometriosis procedure, the arm stopped moving when they were about to start. The team rebooted the arm and continued the surgery. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.